Event description:
Additional information indicated that another out-of-range pacing lead impedance measurement was detected via the remote patient monitoring system. No revision procedure is necessary at this time as the patient has a chronically high pacing impedance. The hospital is aware of this issue and the patient will continue to be remotely monitored. The system remains in service.

Event description:
Boston scientific received information that via patient remote monitoring system, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms. Additional information indicated that this patient has a chronically high pacing impedance and this patient will continue to be monitored. The patient is not pacer dependent. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.